Event description:
During remote follow-up, oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Additional information was requested but was not available.